Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio2 meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged product issue occurred during the evening of (B)(6) 2016. At this time, the patient obtained blood glucose results of ¿80 and 103mg/dl¿ with the subject meter within 20 minutes of one another. The patient does not take any medication in order to manage their diabetes and denied making any immediate changes to their normal diabetes management regimen as a result of the alleged product issue. The patient did not develop any symptoms as a result of the alleged product issue, but stated that they visited their doctor¿s office on (B)(6) 2016. During the doctor¿s office visit, the patient was put on to an insulin regimen whereby they have been taking 4 doses of an unspecified type of insulin in the morning and 2 doses in the afternoon. No further blood glucose results were provided by the patient at this time. At the time of troubleshooting, the csr noted that the correct unit of measure was being used and an approved sample site was also being used. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.